Event description:
A caregiver reported that the customer¿s adc freestyle libre sensor provided various readings that were "jumping rapidly from high to low". Sensor readings of 13 mmol/l, 21 mmol/l, 3 mmol/l, 12 mmol/l, 3 mmol/l, 12 mmol/l and 6 mmol/l were obtained. Customer experienced seizure and a loss of consciousness and injured the back when he fell during loc. Customer was seen at the hospital where he was diagnosed with hypoglycemia and received unspecified treatment and co-codamol. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the sensor and reader. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensor continues to be safe, effective, and perform as intended in the field. Stability data for the libre sensor was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the libre sensor and reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre sensor provided various readings that were "jumping rapidly from high to low". Sensor readings of 13 mmol/l, 21 mmol/l, 3 mmol/l, 12 mmol/l, 3 mmol/l, 12 mmol/l and 6 mmol/l were obtained. Customer experienced seizure and a loss of consciousness and injured the back when he fell during loc. Customer was seen at the hospital where he was diagnosed with hypoglycemia and received unspecified treatment and co-codamol. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.